Event description:
Spike of the rasp broke-off. It is not clear where it is. There is a possibility that it was left in a patient. Last surgery date with this instrument: (B)(4), 2010.

Manufacturer narrative:
This report will be amended when our investigation is complete.